Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing spasms which limit her overall function during the day and can interfere with sleep. It was also reported that patient was experiencing inadequate stimulation. The patient will undergo a revision procedure.